Event description:
Further follow up information confirmed that the patient¿s implantable neurostimulator (ins) was explanted due to a burning sensation at the pocket site. The ins was explanted and a new ins implanted (see manufacturer¿s report # 3004209178-2013-15603 for patient¿s subsequent device/therapy issues and replacement). The patient subsequently was reported as ¿feeling better¿ after a new ins was implanted.

Event description:
It was reported that the patient was having "issues" with her stimulation system and was currently not able to use it. The patient was not able to turn the stimulation up, because when she tries to increase it, she was feeling a hot burning sensation. The patient's skin was a little clammy and she still had her staples in. The patient had an appointment to see her physician tomorrow at 10 am and was going to leave stimulation off until the battery was checked in the morning. Additional information received reported, the patient was having a warm/burning/heat sensation/feeling at the pocket site, as well as down the leg. She was also experiencing shocking/jolting as voltage was increased in the pocket and down the leg. The incision site was pink and tender, perhaps a little fluid in the pocket or potential infection. The current impedance measurements were normal all around 800 ohms with no results showing as out of range. The measurements were done at lowest settings. The burning/shocking was only happening when the device was turned on and was not positional related. Further information received reported that impedances were all in range. No malfunctions were seen nor were the cause of the issue determined. There was an infection in the pocket but no culture was done. The patient was put on a course of antibiotics with a two week follow-up scheduled. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 355531 lot# n336458, serial# implanted: 2012 (B)(6), explanted: product type screening device (B)(4).

Event description:
Additional information reported that a continuous burning sensation developed at and around the battery site, and the sensation increased and was more uncomfortable with the device on. It was stated that the device was interrogated on the day of report and was found to be intact with all electrode impedances within range. The patient recovered without sequela, and was redirected to their healthcare provider. Additional information was requested, and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient was scheduled for a replacement of the battery on (B)(6) 2013. Additional information received reported that the battery was replaced and that the patient has no further complaints. It was stated that the device was functioning normally.